Event description:
Procedure type: inguinal hernia repair. According to the rptr: the balloon did not inflate. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.